Event description:
It was reported that: " on (B)(6) 2025, the doctor found cuff leakage and cracks at the junction when doing testing before using on patient. Change new tube.".

Manufacturer narrative:
Qn# (B)(4). A visual inspection of the product involved in the complaint could not be conducted since the product was not returned. The issue reported "leak - balloon cuff" was not observed in the current manufacturing process. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 samples were taken from the current production; the samples were functionally inspected, and issue reported "leak - balloon cuff" was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " (B)(6) 2025, the doctor found cuff leakage and cracks at the junction when doing testing before using on patient. Change new tube."